Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with excisitional bx. Of rt. Deep neck lymph node with direct laryngoscopy on (B)(6) 2006, cervical lymph node mass bx. Micro with bx. And laryngoscopy on (B)(6) 2006, cystoscopy, multi puncture diagnostic laparoscopy, lysis of adhesions, open appendectomy and bso due to sui and pelvic pain syndrome or disorder. It was reported that the patient experienced pain, erosion, extrusion, infection, urinary problems, and recurrence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.